Manufacturer narrative:
E1 - facility name "(B)(6)" initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis. The investigation findings concluded, after a visual inspection, functional testing, and review of event history logs, that the customer problem was unable to be duplicated. The pump detected the cassette normally and the infusion started without any problems at the time of investigation. The pump was in good physical condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the pump did not recognize the tank and not rate the drug. There was no harm/adverse reported, and there was no patient involvement.